Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the auxiliary video processor (avp) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The avp was analyzed and found to have an electrical/fiber optic defect resulting in 40068 and 310 errors. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that no root cause could be attributed to the reported issue.

Event description:
It was reported that during a training/demo of the da vinci system, a non-recoverable fault was displayed on the system just before it shut down. As the system was not onsite, the technical support engineer (tse) received logs via email. Upon reviewing the logs, an issue pointing to the auxiliary video processor (avp) board was identified as the most likely cause. There was no report of patient involvement.